Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd luer-lok¿ syringe 50ml sterile, single use "black" foreign matter was discovered in the syringe, near the plunger. 1 of 2 events the following information was provided by the initial reporter: the team was using the ll syringe to withdraw media from a bag to transfer to another container. When doing this, noticed there was a black particulate in the syringe. The foreign matter appears to be near the plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jul-2023. H6: investigation summary it was reported there was a black particulate in the syringe. To aid in the investigation, one sample in a sealed packaging blister and one photo was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The photo provided shows a syringe plunger rod with a black speck in one of the syringe plunger rod ribs. From the photo, the speck appears to be embedded degraded resin of a size that would be considered an acceptable imperfection. A device history record review was completed for provided material number 309653, lot 1363571. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. However, based on the photo provided the symptom reported by the customer is confirmed as an acceptable imperfection. H3 other text : see h10

Event description:
It was reported that prior to use with bd luer-lok¿ syringe 50ml sterile, single use "black" foreign matter was discovered in the syringe, near the plunger. 1 of 2 events. The following information was provided by the initial reporter: the team was using the ll syringe to withdraw media from a bag to transfer to another container. When doing this, noticed there was a black particulate in the syringe. The foreign matter appears to be near the plunger.